Manufacturer narrative:
No sample collection or centrifugation data was supplied. The customer sent the sample to customer product line support (cpls) for additional testing. Cpls repeated the customer's results on neat samples. Dilution testing recovered non-linear results indicating interference. Testing using a pool of interference-eliminating proteins demonstrated the presence of interfering substances in the patient's sample. Service was not dispatched for this event. An interferent was identified as the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected prolactin results generated by the unicel dxi 800 access immunoassay system since 2009 for multiple samples from one (1) female patient. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.